Event description:
Customer reported nurse hung epinephrine; patient decompensated with o2 sats 30-40%, decreased hr and bp. Patient was treated with fentanyl, albumin, increased epinephrine, increased peep, increased ventilator rate. Nurse found wet spot on floor under tubing, with connection between syringe pump set and extension set also wet. Under changed tubing with no further problem, and patient improved. Patient later moved to non-ICU cardiac floor, and subsequently was discharged in 2008. Set received. Leak was verified by pressure testing. Microscopic exam showed crack on filter. Investigation is ongoing. Follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
Patient information requested and all available information is included.